Event description:
It was reported that during a shoulder repair surgery, an osteoraptor´s anchor broke. This happened external to the patient, therefore the anchor was not implanted. Surgery resumed after a non-significant delay with a back-up device, used in the originally drilled bone, prepared with a kirschner; therefore no voids were left in the patient, whose current health status is good. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without any suture material or anchor. The insertion device is slightly bent near the distal end and has biological debris on it. A review of the customer provided image finds the complaint device with a smith+nephew product box. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of an anchor external to the patient and without implantation in the patient. The procedure was completed after preparation with a kirschner in the originally drilled bone with a back-up device and a non-significant procedural delay. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported is not anticipated as the anchor breakage reportedly happened external to the patient and the broken anchor was not implanted. Additionally, the patient¿s current health status is good. Therefore, no further clinical medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.